Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with an antiseptic solution, not irrigating the incision site with antibiotic solution before closure, the patient not attending the post-op visit, using incorrect tools, and multiple tunneling attempts have been ruled out as potential causes. Additionally, inadequate fixation was ruled out. However, the patient hit their incision on the corner of their oven causing a small wound and erosion. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging.  The stimulator is used to treat pain. The cause of the reported issue is due to severe force applied to the implant as the patient bumped their leg on their oven (user error - patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported erosion. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2023. The patient is doing fine and the incisions are healing.